Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system and user interface pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined corrupt memory of integrated circuit, designator u2 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device has a white screen. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a white screen. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.